Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) one of units batteries is dead and is not charging. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer confirmed after inspection found that the iabp was in "rescue", mode. Fse found that the console was not pushed all the way into the hospital cart not allowing proper contact for the batteries to charge. Fse pushed the console into the hospital cart correctly and verified that the "rescue" mode switched to "hybrid" mode allowing both batteries to charge. I performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical= use, and was returned to the customer.

Event description:
N/a.